Event description:
Asr revision asr xl - right hip. Reason for revision unknown. Update from crawfords email (B)(6) 2012: date of revision, hospital, surgeon.

Event description:
Reason for revision: alval / soft tissue reaction caused by femoral head and acetabular cup.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legal system) complaint number dint . Reason for original complaint - asr revision recommended - date unknown. Asr xl - right hip. Reason for revision unknown. Update from (B)(6) email 1st june 2012: date of revision, hospital, surgeon. Update rec'd 02 oct 2013 - reason for revision - alval/ soft tissue damage. Update 30 sept 2014 - added osteolysis and patient demand as reasons for revision, added stem product, added expiry date to all products along with brand name, manufacture facilities, date of manufacture, common name and construct type. Marked as clinical trial and added ref number. Added patient gender, height and weight. Update received: 31st may 2013 - added product - 2719490 999800102.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.